Event description:
Equashield syringes and equashield components are used for the administration of hazardous drugs. A patient was undergoing bladder chemotherapy. An equashield 60 ml syringe with chemotherapy did not properly attach to an equashield luer-lock adaptor (ll1-c) . This luer-lock adaptor connects to catheters. A similar event occurred before. An equashield sales rep was contacted to further investigate. FDA safety report ID# (B)(4).